Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide procedure name and date - unknown. Please clarify which part of the device kept breaking, the suture (thread) or the needle? Suture. When did the breakage occurred, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Unknown- no injuries reported. Events reported via 2210968-2022-03605, 2210968-2022-03607, 2210968-2022-03609, 2210968-2022-03610, 2210968-2022-03611, 2210968-2022-03612, 2210968-2022-03614, 2210968-2022-03615, 2210968-2022-03616, 2210968-2022-03618 and 2210968-2022-03617.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/1/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: one opened box with two packets of product code 698g was returned in ethicon for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on the two samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. Functional test was performed, and the tensile strength result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via 2210968-2022-03605, 2210968-2022-03607, 2210968-2022-03609, 2210968-2022-03610, 2210968-2022-03611, 2210968-2022-03612, 2210968-2022-03614, 2210968-2022-03615, 2210968-2022-03616, 2210968-2022-03618 and 2210968-2022-03617.